Event description:
It was reported that the insulin pump alarmed no delivery, and a complete infusion set change resolved the issue. The blood glucose reading was about 160 mg/dl. The customer stated that the infusion set cannula was slight bent upon removal from his body. He requested to return the infusion set for analysis and was advised to call at the time of the alarm to properly troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.